Event description:
Pt implanted 03/20/1998 in the upper and lower vermilion borders. Onset of infection 04/02/1998. Pt treated with cipro 04/02/1998. On 04/03/1998 the implant was explanted and ice applied.